Event description:
After use of the device for a cardiopulmonary bypass procedure (cpb), the user reported on removal of the 24 french 8mm extended soft flow arterial cannulae, the nurse noticed some black ink on her glove. It was a small amount, but this had not been observed in past usage of the cannula. The procedure was completed, as scheduled. There was no delay or loss of blood associated with this incident. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.